Event description:
It has been reported to philips that the system did not boot up successfully as the start-up countdown got stuck at 00:00. The system was noted to be in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information the system was not in clinical use when the issue was identified. A philips engineer contacted the customer remotely and found that ippc cannot turn on, power supply was found to be defective. The philips field service engineer (fse) went onsite and confirmed that the system remains at 00:00 and does not start up. The fse checked the post results and found that the ippc post failed. The ippc could be booted up but the indicator light was not flashing and the power unit was also not working. The fse connected the ps-on green pin and com pin, restarted the power unit manually and the system started functioning after a few restarts. After the repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.